Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 27mg/dl. The customer treated with an IV drip. Customer indicated that their blood glucose value was 212mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is not accurate. Customer was advised to correct the programming. Customer declined further low blood glucose troubleshooting. No further details given.